Event description:
It was reported that the patient was seen at the clinic because the device was beeping. Post implant, it was noted that the right ventricular (rv) lead impedance was slowly decreasing, however, then it spiked. It was also reported that lead integrity alert (lia) triggered due to a change in impedance and oversensing. Follow-up information received indicates that the patient was seen in the clinic a few weeks later with fluctuating impedances and high thresholds. The patient was admitted to the hospital where it was determined that the rv lead and the right atrial lead needed to be repositioned. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered with a patient alert for lead failure predictor on (B)(6) 2011. Impedance was varying. Daily pacing lead impedance trend data shows varying impedance for ventricular pace bi impedance equal to 551 to 1520 ohms range between (B)(6) 2011. There was interference/noise noted with ventricular short interval count equal to 3.4 counts avg/day, in 16.93 days, between (B)(6) 2011.